Event description:
It was reported that the patient with this pacemaker system experienced a syncopal episode and fell. Transmission issues were noted on the communicator, therefore, the device was not found. No adverse patient effects were reported. This device remains in service. Further information was received from a patient advocate related to the syncopal episode and fall. The patient felt dizzy, fell, and required several stitches on their head and was transferred to another healthcare facility where this pacemaker was reprogrammed. The patient has reported feeling better. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker system experienced a syncopal episode and fell. Transmission issues were noted on the communicator; therefore, the device was not found. No adverse patient effects were reported. This device remains in service.